Event description:
Customer reported the insulin pump had a keypad anomaly. Customer's blood glucose was 98 mg/dl. Customer stated she was going to work out and the buttons were in scroll warp. She took the battery out and not it's completely unresponsive. Customer does not recall any significant events. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted during testing. The insulin pump had cracked case at display window corners, cracked display window, cracked battery tube threads, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.